Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 194 mg/dl at the time of the report. Customer declined troubleshooting with tandem technical support and declined to provide further information. Reportedly, the alarm was cleared and insulin delivery was resumed.